Event description:
It was reported that the 9800 system displayed a "low ma" error message during a lithotripter procedure. There was no report of pt injury.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The malfunction was verified. Replaced the x-ray tube. Igbt snubber pcb and hv supply regulator pcb. Performed gen. Cal, ma null adjustment and filament calibration. The system was tested and found to be working as intended and placed back into service.